Manufacturer narrative:
Evaluated one opened/used reservoir; we inspected reservoir o-rings/stopper groove for anomalies and one were found. Ran basal, bolus leaking test; reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion: reservoir does not leaks and no air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leak into the reservoir compartment during priming. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that the leak was past the second o-ring. The reservoir will be returned for analysis.